Event description:
A registered nurse contacted (B)(6) post market surveillance to report that the semper. Med velvet nitrile exam glove md is causing an allergic reaction to product. Causes itching and pain when wearing for repeated use or prolonged exposure. Three staff members are having same issue. There was patient involvement, however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).